Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID 5086mri58, implantable pacing lead implanted: 2011-(B)(6); product ID rvdr01, implantable pulse generator implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that the patient had an infection. The system was explanted and replaced. No further patient complications have been reported as a result of this event.